Event description:
After years of unexplained cognitive, social, sleep dysfunction and chronically fatigue symptoms; the root cause has been realized. It was the 11 dental amalgam placed in my teeth through out childhood. Local doctors didn't help much. Some of them told me that the problem is in my thought while others gave me add/adhd medications. E.g. Methylphenidate, amphetamine and atomoxetine. However, drugs were only masking the symptoms. I wouldn't have get to where I am, finally better!